Event description:
It was reported that multiple unspecified malfunctions alarm occurred. Customer states the pump had water exposure. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.